Event description:
This spontaneous case was reported by a health professional and describes the occurrence of dysmenorrhoea ('dysmenorrhoea for 3 years') in a (B)(6) year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included thalassemia, sickle cell disease, gravida I and parity 1. On (B)(6) 2015, the patient had essure inserted. In 2019, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2021, the patient experienced ophthalmic migraine ("ophthalmic migraine with asthenia"). In 2021, the patient experienced asthenia ("ophthalmic migraine with asthenia"). The patient was treated with surgery (laparoscopy + bilateral salpingectomy with coronectomy). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea, ophthalmic migraine and asthenia had resolved. The reporter considered asthenia, dysmenorrhoea and ophthalmic migraine to be related to essure. The reporter commented: essure removal per patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of dysmenorrhoea ('dysmenorrhoea for 3 years') in a 45-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included thalassemia, sickle cell disease, gravida I and parity 1. On (B)(6) 2015, the patient had essure inserted. In 2019, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2021, the patient experienced ophthalmic migraine ("ophthalmic migraine with asthenia"). In 2021, the patient experienced asthenia ("ophthalmic migraine with asthenia"). The patient was treated with surgery (laparoscopy + bilateral salpingectomy with cornuectomy). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea, ophthalmic migraine and asthenia had resolved. The reporter considered asthenia, dysmenorrhoea and ophthalmic migraine to be related to essure. The reporter commented: essure removal per patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 13-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of dysmenorrhoea ('dysmenorrhoea for 3 years') in a 45-year-old female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included thalassemia, sickle cell disease, gravida I and parity 1. On (B)(6) 2015, the patient had essure inserted. In 2019, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2021, the patient experienced ophthalmic migraine ("ophthalmic migraine with asthenia"). In 2021, the patient experienced asthenia ("ophthalmic migraine with asthenia"). The patient was treated with surgery (laparoscopy + bilateral salpingectomy with cornuectomy). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea, ophthalmic migraine and asthenia had resolved. The reporter considered asthenia, dysmenorrhoea and ophthalmic migraine to be related to essure. The reporter commented: essure removal per patient's request diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-feb-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.